Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 25 apr 2019 to the present date 07 dec 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported "alarm - error codes / messages". No further information is available. No patient involvement.

Event description:
The customer reported "alarm - error codes / messages". No further information is available. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(4)2019 to the present date (B)(4)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.